Event description:
It was reported that a balloon rupture occurred. A percutaneous coronary intervention was being performed on a 90% stenosed, moderately calcified and moderately tortuous lesion in the mid left anterior descending artery. The 10mm x 3mm wolverine coronary cutting balloon was dilated once to ten atmospheres at which point it ruptured. The procedure was completed with a different device with no patient issues. The device was returned and analysis was completed. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified that the hypotube was kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. No other issues were identified with the hypotube of the device that may have potentially contributed to the complaint incident.